Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment was not reported. The outcome for patient made mistake/touch contamination was not reported. The patient was recovering from peritonitis and was discharged on (B)(6) 2011. Dianeal therapy was withdrawn. Concomitant medications were not reported. The nurse believed the peritonitis was caused by patient made mistake/touch contamination and not related to dianeal therapy. The nurse did not provide an opinion on causality for patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k05047, h11b21041, h11b21041, and h11e19022 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.